Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: strip contamination that shorts fill electrodes. Manufacturer attempted to contact customer with several follow up phone calls to know whether symptoms persist and ensure the new product replacement resolved the initial concern;unable to talk to customer. Product notification letter sent. (B)(4).

Event description:
Costumer reported complaint of e-3 error message displayed after test strip insertion. The customer is concerned with tests results from results obtained of e-3. The customer educated of e-3 error is caused for used test strips,test strips outside of vial tool long or sample on top of test strip. The customer's expected fasting blood glucose test result range is 140 to 160mg/dl. The customer reported symptom of feeling shaky. Customer advised to seek medical attention; customer declined. The product is stored according to specification in the bedroom. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of e-3 newly. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2016.